Event description:
It was reported that the patient presented for a follow-up clinic visit with swelling around the pacemaker. It was noted that the pacemaker had turned in the pocket. The pacemaker was explanted and replaced. The patient was in stable condition.